Event description:
It was reported, the subject device had an image problem, broken, cannot see out of it. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an image problem, broken, cannot see out of it. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the cable failed a leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a punctured cable caused a poor image color. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.